Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. The lesion was pre-dilated with a 2.0x20mm maverick balloon. A 2.75x24mm promus element plus drug-eluting stent was then advanced, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were misaligned. The tip was damaged (jagged edges) and was slightly flattened along its length. The balloon of the device was visually and microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).